Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not work. The customer¿s blood glucose value was 185 mg/dl. The customer also stated that insulin pump screen went black, battery compartment was wet and keys were no longer to respond. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify unresponsive buttons due to blank display. Device received with corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube and cracked keypad overlay. The p cap does lock properly.